Manufacturer narrative:
(B)(4). The plee60a device was returned with the closure trigger unclamped but the anvil still closed on a gst60t reload with tissue. The knife was located at 45mm mark on the channel. Anvil pull through was noted at the 30mm mark. The anvil was also reverse cambered. Shrouds were removed and the drive bar was in the home position. The shaft was disassembled and the knife bands were noted to be buckled and severed, likely a result of attempting to return the knife using the manual override. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). The sales rep was told by the surgeon's partner that the tissue was thick. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Just for clarification, did the second device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, were the staple line and the cut line equal in length?

Event description:
It was reported that during a laparoscopic sleeve revision procedure, the first device locked out using a gst60t reload. A like device of the same product code was used and it advanced, but would not retract using the reverse button or the manual override. The manual override was moving freely without engaging. The device was removed by cutting the tissue around it. It is unknown how the procedure was completed or whether there were patient consequences.